Manufacturer narrative:
Concomitant products: 419488 lead, implanted: (B)(6) 2006; 694765 lead, implanted: (B)(6) 2002.

Event description:
It was reported that review of device information noted noise on atrial electrograms with oversensing during periods of reduced p waves. Additional information obtained reported reprogramming was performed to eliminate far field r-wave (ffrw) oversensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.